Manufacturer narrative:
The logfile of the affected device was provided for the investigation. Based on the log entries, it could be confirmed. Inconsistencies in the expiratory flow measurement were detected on the day of the event. A faulty flow sensor cable was identified as the root cause. The expiratory flow measurement is used to control and monitor the ventilation. In the event of an error, temporarily deviating flow measurement values can impair the ventilation due to their part in the control circuit. This can also lead to the reported oscillating noise on exhalation. If the set alarm limits are exceeded, the device alarms according to the specification. According to the instructions for use the user must immediately start the ventilation of the patient using an independent ventilation device (e.g., with a manual resuscitator) in case a fault is detected in the medical device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that: the v500 passes the device and circuit checks. After some time (1-4 hours) the flow sensor calibration is unsuccessful and the v500 vibrates and displays the alarm ¿innaccurate flow sensor measurement¿. There was no injury reported.